Manufacturer narrative:
(B)(4). The device was returned to animas and evaluated by product analysis on (B)(4) 2014 with the following results: confirmed the text on the display screen is dim/faded and discolored. Increasing the contrast setting to the maximum showed little improvement. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the distributor contacted animas, alleging a display (dim/fading/color spectrum) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
(B)(4). The date of product evaluation was (B)(4) 2014.